Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawers that were not detected on communication bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were obstructed by the divider plate between the drawers. Each time the customer attempted to open or close the drawer, it would break across the metal divider. A field service engineer inspected the station and determined that the metal divider was warped and required removal. One component was taken out, and all remaining components were reassembled and reinstalled into the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.